Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon popped at low pressure. No complications were reported. It was further reported that the 100% stenosed target lesion was located in the radial-cephalic fistula.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b pro code (product code): fge, lit g4 premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon popped at low pressure. No complications were reported.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597. Device evaluation by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 37mm in length and extended from a position 1mm proximal of the proximal markerband to 34mm distal of the proximal markerband. A visual and tactile examination observed no damage or kink to the tip and shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon popped at low pressure. No complications were reported. It was further reported that the 100% stenosed target lesion was located in the radial-cephalic fistula. It was further reported that the target lesion was severely calcified. The device was removed from the patient, and the procedure was completed with another of the same product.